Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 190-000/lot 1045273 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430/lot 1045273. Test base part number 190-000/lot 1045273. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1045273 showed that the complaint rate is (B)(4). In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1045273 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lots for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Event description:
The customer reported (1) one unconfirmed false positive results with the ID now covid-19 assay for multiple patients performed (B)(6) 2021. This MFR. Report addresses patient 6 of 6. The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown sample and generated positive results. Repeat testing was performed with the ID now covid-19 assay on (B)(6) 2021 and generated positive results. A third test with at a different facility with the rapid now test was performed and generated negative results. Pcr confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided. This report is being submitted to address second lot number 1045273 found in the log review.